Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the guide wire fractured. The patient was diagnosed with an aortic dissecting aneurysm. The severely stenosed target lesion was located in a mildly tortuous and non calcified coronary artery. A .035in, 300cm back-up meier guide wire was advanced as a support wire and had a problem showing the image when it was reaching the aortic arch. However, when the device was removed, it was noted that the wire fractured. Repair of aortic dissection was performed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.